Event description:
It was reported that the patient developed a sepsis infection and vegetation was observed on the right ventricular (rv) lead. The implantable cardioverter defibrillator (ICD) and rv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analyzed. Analysis performed revealed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage and lead stretching. (B)(4).